Event description:
It was reported by the customer that a pyxis medstation es system had a login issue. The customer stated that the entire pyxis es system went down on 1st february about 3:30pm with all users being denied access and the message "unable to validate". It was a reoccurring issue happened in december, january and february as well. The issue was causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The technical support specialist found that the issue was occurring after the server reboot. The system functioned as intended after the technical support specialist troubleshooted the device. Serial number, UDI number and manufacturer date were blank and requested tsc for the affected device serial number, since the mentioned asset info was " (B)(6)".